Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to periprosthetic fracture after a patient fall. The stem, liner, and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain."